Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During device check, the thermogard xp ivtm system (sn (B)(4)) failed the power-on self-test (post) and displayed a tcmid:06 (ce post failure) error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:06 (ce post failure) error message was confirmed based on the event log review and during functional testing. The root cause of the reported issue was the defective cooling engine (ce) as a result of normal wear and tear. The thermogard console is a reusable device and was manufactured in february 2012, and it is more than 9 years old, well beyond its expected service life of 5 years. Visual inspection was performed and noted that the assembly pump lid was cracked and loose, and the top lid was loose (missing screws) and the bumper is broken. Also, observed the coldwell cap gasket was found degraded, the display level and white roller are worn with many air bubbles on the window display. The observed issues are unrelated to the reported complaint. The probable cause could be due to the normal wear and tear or could be due to mishandling, as no preventive maintenance (pm) was performed on the console for almost 5 years. The damaged parts need to be replaced to address the observed physical damages. In addition, unrelated to the reported complaint, noted a defective air trap sensor block likely due to wear and tear, as a green led on the air trap assembly did not lit. The air trap assembly needs to be replaced to address the issue. The system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, thus confirming the reported complaint. Investigation revealed that the cooling engine (ce) compressor motor winding was found leaking current, which caused the console to display the tcmid:06 error message. The cooling engine needs to be replaced to remedy the fault. Event log data review was performed and showed multiple tcmid:06 (ce post failure) error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Service will not be performed as the customer decided to purchase a new thermogard console. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).